Event description:
(B)(6) admitted after near drowning episode and respiratory arrest. On (B)(6) 2014, alaris pump channel randomly gave "channel error" alarm with levophed infusing at a very high rate. This same event happened on 4 total occurrence during one shift on this same patient. During the event, the patient's blood pressure dropped when the module infusing levophed abruptly stopped. Another channel was prepared and the levophed infusion was able to be continued. This event caused a delay in treatment and an interruption of medication therapy for this critical patient. It took an additional 30-60 minutes to evaluate if the patient was responding to the medication.